Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular delivery device was returned for evaluation. The tuohy-borst was loose. The pusher catheter was kinked approximately 29.4cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. The filter was located in the storage tube. The filter hook was disengaged from the gripper at the end of the pusher catheter. No other anomalies were noted. Functional/performance evaluation: as the gripper was disengaged from the filter hook, the filter could not be advanced through the hub/sheath. The pusher catheter was removed, and a mandrel was used to advance the filter from the storage tube without issue. The filter exhibited all 6 arms and legs present and intact. No crossed limbs were identified. No skiving was found inside the storage tube. No anomalies were identified. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance and dislodged or dislocated as the filter was still loaded inside the storage tube with the filter hook disengaged from the pusher catheter gripper. Per the reported event details, additional manipulation was used in an attempt to advance the filter through the sheath hub. It is possible that the user retracted or twisted when attempting to advance the filter, which caused the gripper to disengage from the filter hook. Based on the available information, it is unknown why the filter could not be advanced. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, while advancing the filter through the deployment sheath the filter became stuck and could not be advanced. Upon manipulation of the filter inside the sheath, the hook interface became separated from the filter. No attempt was made to deploy the filter. While maintaining access, the filter system was exchanged for another that was deployed successfully. There was no reported patient injury.